Event description:
It was reported that during a laparoscopic appendectomy and umbilical hernia repair procedure, the device was fired at base of cecum and appendix for first firing with white reload, and device fired as intended. On second firing, the device misfired (using another white reload). The staple line formed but device did not cut. A new device and new white reload were used to complete dissection without incident. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = incomplete firing cycle, damaged spring cartridge lockout tab. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.